Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was observed to be broken when implanted. The iol was explanted during initial procedure and replaced with unspecified lens. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol returned in two segments. Solution is dried on the iol. Both haptics are broken and not returned. The optic edge is nicked/chipped-rejectable. The optic surface is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "iol was observed to be broken when implanted". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).